Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting pacing impedance high our of range on the left ventricular (lv) lead. The lead remains in service. No adverse patient effects were reported.